Event description:
The surgeon implanted a 3-piece collamer lens model cq2003v and the lens tore during insertion. The lens had to be cut when it was removed. There was no pt injury and the lens was replaced. The model and lot numbers of the cartridge and injector used during surgery are unk.

Manufacturer narrative:
Eval visual inspection of the lens showed the optic was torn. Conclusion - based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.